Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was recently hospitalized due to blood glucose levels as low as 50 mg/dl and as over 550 mg/dl. The customer also reported that she was treated for a virus at the time of the incident. The insulin pump was not replaced or returned for analysis.